Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No air bubble anomaly noted when using the water filled reservoir during the occlusion test. The device had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer was in the hospital due to high blood glucose and the flu. The blood glucose of the customer was not provided by the caller. The caller stated that the customer had been having problems with insulin pump and the reservoirs. The caller stated that the reservoirs have not been working and the insulin pump was not delivering insulin. When asked, the caller confirmed that the device did alarm no delivery. The caller refused any troubleshooting, did not want to provide any information on the insulin pump and demanded that a new insulin pump be sent to the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.